Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) died. The cause of death is unknown. The patient's body was in the mortuary for 11 days before the device was explanted. Once the crt-d was explanted, attempts to interrogate the device to deactivate it before shipping were unsuccessful. A boston scientific field representative was called to the hospital, and confirmed that the device could not be interrogated. The coroner has allowed the device to be returned to boston scientific for laboratory analysis. There is an allegation against the device's functionality, and it is unknown if this caused or contributed to the patient's death.

Manufacturer narrative:
Once the crt-d has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Additional information was obtained by the field representative from the hospital. The patient died and was brought to the hospital on the same day. The cause of death was listed as unknown. The last in office visit for this patient was three months prior and the device was functioning normally at the time. All lead impedance measurements were normal and in the notes it was reported that the patient had experienced three non-sustained ventricular tachycardias (vts) but no therapy was delivered. No other interrogations were attempted until eleven days after the patient had passed away. In addition, the field representative confirmed that the patient had been in the morgue for 11 days before the device was interrogated. When he came to the hospital to interrogate the device, the device was sitting on the patient's chest. He believes that the leads were still connected to the device and does not remember noticing if the leads were cut. No additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to interrogate the device in the laboratory were unsuccessful. The device case was opened in order to assess the internal components. Battery voltage was measured at 0.36 volts. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected. Device data collected by the latitude remote monitoring system was reviewed. It was noted that data from this device was most recently uploaded on (B)(6) 2012. No further data was available after this date. The next scheduled automatic capacitor reformation should have occurred on (B)(6) 2012. The time that the malfunction occurred is unknown. Additional information was reported that when the unsuccessful attempts were made by the cardiac technician to interrogate and deactivate this ICD, it was performed 11 days post-mortem and the device had been explanted from the pocket and was placed on the patient's chest. The electrical overstress damage may have occurred either as a result of shock delivery from oversensing non-physiological noise post-mortem or when the device was removed from the pocket during explant. However, there is insufficient data to make this conclusion. The cause of the patient's death remains unknown and it is unknown if any shocks were delivered at the time of death. Attempts to obtain additional information regarding this patient's death have been unsuccessful. Although laboratory analysis was able to confirm a product malfunction, analysis was unable to determine if the observed malfunction was a cause or contributor in the patient's death, as insufficient data is available to make this determination.